Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: the reported event is confirmed following inspection of the returned product. Based on the evaluation, the device malfunction has occurred. A device history review (DHR) was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Complaint history review was performed for the reported lot number for similar event and 1 other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No new information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown.

Event description:
It is reported that the buccal walls of the tsvt4b8 hex fractured. The implant was removed. Tooth site #19.